Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was with scheduled report filter setup. A technical support specialist identified that the saved report filters did not include medication class for the particular medication and customer edited the reports to resolve the issue. The system functioned as intended after the technical support specialist along with the customer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the medication was not showing up. The customer reported that the medication affected was 0484 pregabalin 50 milligram. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.